Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm any issue with the screen; the programmer passed functional test and no anomalies were found with the display. Analysis found the display flex cable was damaged but still functional. Analysis also found the system fan was noisy. Concomitant medical products: product ID: 229047, analyzer. (B)(4)

Event description:
It was reported that when the programmer was turned on, the screen would not boot up. It was noted that the screen came up with colored stripes along with black and white like triangles. When the programmer finished booting, the screen was not the company logo screen but rather just reds and blues. The programmer has been returned for repair. There was no patient involvement.